Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the flex-guide had been carved by the garage leaves during thumb advancement. The garage leaves were bent and also torn the exchanges sheath during thumb advancement. Both the sheath splitting and thumb advancement had been stopped at the point of the carving. Based on these findings the reported failure to deploy thumb advancer was confirmed. The cause for this type of damage is due to the flex-guide, tube set, and tissue tract not being correctly aligned during thumb advancement and/or deploying the device in a challenging anatomy. The misalignment causes the support tube to strike the flex-guide and stop, leaving the garage leaves unsupported, striking and carving into the flex-guide during thumb advancement. Subsequently, the completion of the thumb advancer stroke and sheath splitting was prevented. The causes for this type of event can be due to not keeping the flex guide aligned during the plunger stroke or the thumb advancer stroke and/or deploying the device in a challenging anatomy. There was no manufacturing or quality inspection deficiency detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no previous incidents reported for failure to deploy thumb advancer with this lot. Based on the investigation the cause for the shaft carving and subsequent failure to achieve hemostasis is due to incorrect technique during thumb advancement. To assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, resistance was encountered while splitting the sheath. The device was removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.